Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. The insulin pump had cracked reservoir tube lip, cracked battery tube threads, minor scratched lcd window, scratched reservoir tube window, and missing end cap sticker.

Event description:
Customer reported issues with the insulin pump. Customer states that the buttons of the insulin pump are not working. The blood glucose reading is unknown. Nothing further reported.